Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right atrial lead exhibited loss of sensing and capture and an increase in impedance. A lead dislodgement was suspected. The device was reprogrammed and the patient would be monitored.